Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip did not advance through the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. On (B)(6) 2013, investigation results revealed the resolution clip was mashed onto the bushing, therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation of the complaint device found that the clip assembly was mashed onto the bushing. The prongs could not be opened, but the clip assembly could still be deployed. The prongs were not locked into the capsule and the oversheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.